Event description:
Customer stated the aligners have caused pain and loosening a crown. Resulting the need of a replacement and root canal. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.